Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to device change out due to eri, externalized conductors were observed between the svc and rv coil via x-ray. No electrical anomalies were noted. Lead was capped. Patient condition after the event was stable.